Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Teleflex has requested this information. No response received to date. The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges the device cuff burst. Alleged issue reported as occurred prior to use on a patient during inspection/functional testing. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. The blue cuff and the clear cuff were inflated from 25mbar to maximum pressure using a calibrated endotest. The cuffs did not burst even when inflated to 120mbar. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device cuff burst. Alleged issue reported as occurred prior to use on a patient during inspection/functional testing. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed there were stains on the tube, cuffs, and the swivel connector. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff deflated rapidly. No issues were found with the blue cuff. The device was then immersed in water and bubbles were observed coming from the clear cuff, indicating a leak. The area of leakage was observed under magnification and a cut mark was detected on the cuff. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There were stains observed on the device indicating the device was used and it is possible the failure was induced during use; although this could not be confirmed.

Event description:
Customer complaint alleges the device cuff burst. Alleged issue reported as occurred prior to use on a patient during inspection/functional testing. No patient involvement reported.